Event description:
The surgeon could not get the coagulation function to work properly. There was no effect to the tissue at all, which increased the surgery approx one hour due to poor visibility. The surgeon went to a bovie to gain coagulation.